Event description:
Undetermined noise was reported on the ventricular lead. A re-intervention was performed on (B)(6) 2015. The ventricular lead was capped and left in situ, and a new one was implanted. The defibrillator was also replaced due to battery depletion. Preliminary analysis results showed that the observed ventricular oversensing most probably results from 50hz electromagnetic interferences and/or myopotentials.

Event description:
Undetermined noise was reported on the ventricular lead. A re-intervention was performed on (B)(6) 2015. The ventricular lead was capped and left in situ, and a new one was implanted. The defibrillator was also replaced due to battery depletion. Preliminary analysis results showed that the observed ventricular oversensing most probably results from 50hz electromagnetic interferences and/or myopotentials.